Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was reported that the end user uses stomahesive powder an dan anti-fungal powder. No information was provided as what anti-fungal powder was being used. Product lot information is unavailable for evaluation. No additional event details have been provided to date. A return sample for evaluation is not expected. Should patient/event details become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user reported that about two and half weeks she developed red dots and itching to skin beneath the tape collar. End-user also reported that the area does not weep or bleed. The end user reported she saw her dermatologist who prescribed elidel cream which did not help but for a few days.